Event description:
During preventative maintenance of the device, the service technician found the leakage current was out of specification for one channel. This was observed when the heater was in use. The device was forwarded to quality personnel for evaluation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Note: the heater element was found to have good continuity. While performing the ac leakage current test on the heater, the service technician found the leakage current would drift up from a normal value to an excessively high value after approximately one to three minutes. It is very likely that the heater becomes leaky while in use. The root cause of the device failing the leakage current test was attributed to an abnormal electrical connection between the secondary heater element and the heater's outer cylinder. The specific internal failure of the heater is unknown at this time. The heater was returned to the supplier for analysis. A corrective action determination has been opened to address the issue.